Event description:
On (B)(6) 2011, pt reported the up arrow button on the infusion device is no longer functioning. Pt stated the issue began a couple of weeks ago while attempting to bolus. Pt switched to his backup infusion device 2-3 days ago because the up button did not pop back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare profession or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.